Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.

Event description:
It was reported patient's PICC removed by staff, cit had noticed fracture & leaking from PICC. Approx 10 - 15 cm mark (exact not known as sample not kept). PICC on insertion was 6cm, on removal was approximately 10 - 15 cm. Securacath & statlock in use. Patient was on flot chemo. Had same week previous to PICC removal. No harm to patient, at present generally well, no other intervention required at present.